Event description:
It was reported that the customer received multiple alarms but did not know the cause of the alarms. Customer administered an insulin injection for blood glucose level 300 mg/dl. During troubleshooting with tandem technical support, customer indicated that he had stopped insulin delivery to take a shower three hours prior and had inadvertently failed to restart insulin. Customer resumed insulin delivery successfully.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.